Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. D4: lot number, UDI, and h4:manufacture date are unknown; no information has been provided to date. D5: other operator of device: operator of device is unknown. E3: initial reporter occupation: account manager. Investigation summary: one decontaminated sample was received for evaluation. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated, no pressure drop in the cuff was detected. Based on the testing results the reported failure was not observed, and no root cause could be determined. A device history record could not be completed as no lot number was received. No trend of similar customer complaints was identified.

Event description:
It was reported that while adding air with a manual cuff pressure gauge, it was replaced with 25 cm h2o and 10 cm h2o when removing the cuff pressure gauge. There was no patient harm/adverse event reported.